Event description:
The complainant reported that an impella 5.0 pump was implanted for circulatory support. During support, the pump exhibited placement signal issues; however, flow rates, motor current, and purge values remained within expected ranges. The device was successfully weaned and explanted, and no patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump and log was not returned for investigation. The root cause of the issue was not determined since product was not returned. All pertinent information available to abiomed has been submitted at this time.